Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a skin irritation under the lifevest down his left side about the length of the garment. The irritated skin was described as raw and broken. The patient visited a clinic for the skin condition. Follow-up indicated that the skin irritation had gotten better and was no longer causing pain.